Event description:
Patient with an overdose of unknown multiple drugs, arrested several times before stabilizing, transferred to msicu, quad strength neosynephrine drip infusing at 15ml/hr. Nurse noticed bp had increased to systolic of 160's and patient very tachycardic. Approximately 2 hours later, 250 ml bag of neosynephrine was noticed to be empty. The patient's bp dropped completely and patient went into full arrest. Resuscitation unsuccessful and patient died. Hospital biomed reportedly replicated the rate inaccuracy of the device. Hospital refused to send the pump to alaris, so site visit by alaris technician to the hospital done in 2005. Preliminary investigation showed that the pump appeared to be delivering at a higher than expected flow rate (valid measuring equipment unavailable). The lower occluder finger was not responding as anticipated and appeared to be binding up slightly. Also noted was a slight rise in material on the device's door sear. Technician requested to open the device to inspect the occluder fingers, but was not permitted to do so without permission of risk manager, who could not be reached by phone. This ended the onsite investigation. Exact cause of rate inaccuracy could not be determined. Request has been made to have device sent to alaris for further investigation.